Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("chronic pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nulli gravida and nulliparous. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("dizziness") and arthralgia ("joint pain"). The patient was treated with surgery (subtotal hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, dizziness and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, dizziness and pelvic pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 18-apr-2017 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed 2742 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 11-apr-2017: device similar incident listing report attached. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. She underwent a subtotal hysterectomy and bilateral salpingectomy. The reported event is regarded as anticipated according to the reference safety information for essure. During essure therapy, pelvic pain may occur. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Despite several follow-up attempts, no further information could be obtained.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("chronic pelvic pain") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nulli gravida and nulliparous. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dizziness ("dizziness") and arthralgia ("joint pain"). The patient was treated with surgery (subtotal hysterectomy and bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, dizziness and arthralgia outcome was unknown. The reporter provided no causality assessment for arthralgia, dizziness and pelvic pain with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: device similar incident listing report attached. (B)(6) 2017: reporter did not respond to follow-up attempt. Company causality comment: a (B)(6) year-old female patient had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. She underwent a subtotal hysterectomy and bilateral salpingectomy. The reported event is regarded as anticipated according to the reference safety information for essure. During essure therapy, pelvic pain may occur. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Despite several follow-up attempts, no further information could be obtained.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-mar-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. She underwent a subtotal hysterectomy and bilateral salpingectomy. The reported event is regarded as anticipated according to the reference safety information for essure. During essure therapy, pelvic pain may occur. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information is being sought.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("chronic pelvic pain") in a (B)(6) female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included nulli gravida and nulliparous. In (B)(6) 2016, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), dizziness ("dizziness") and arthralgia ("joint pain"). The patient was treated with surgery (subtotal hysterectomy and bilateral salpingectomy). Essure was withdrawn. At the time of the report, the pelvic pain, dizziness and arthralgia outcome was unknown. The reporter provided no causality assessment for pelvic pain, dizziness and arthralgia with essure. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain. She underwent a subtotal hysterectomy and bilateral salpingectomy. The reported event is regarded as anticipated according to the reference safety information for essure. During essure therapy, pelvic pain may occur. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.